Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver 250ml of 0.9% sodium chloride for a duration of 1 hour. After an unspecified length of time in use, it was reported that the tubing separated from the option-lok male adapter. The customer contact reported 100ml of blood was lost. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.